Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the spring was damaged on articulating surface. All pieces accounted for. No impact on cases found during clean up.

Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Please disregard this reported product as it was reported in error. Upon evaluation of the returned device, the smaller balseal is damaged, still intact and damage to the anterior portion of the trial. Therefore, a malfunction of this same type has not caused or contributed to a death or serious injury in the past. There is no evidence of a previously reportable product malfunction. No patient death, serious injury, or a surgical delay was caused in this case. A field action has been sent to the sales field mandating all depuy sales force be trained on the proper use, extraction, and examination of this product to ensure that damage to the springs is noticed before the spring falls out. Therefore, the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur.